Event description:
The MFR received info alleging a ventilator was alarming and would not deliver airflow. There was no harm or injury reported. The device has yet to be evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.